Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify unexpected alarm due to blank display. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.